Manufacturer narrative:
It was reported that the patient allegedly developed blisters on both arches that are now wounds after 3 days of wearing the inserts. The patient required wound care to treat the wounds. The inserts have not been returned to enovis for evaluation. Additional reporting on this event will be provided as a supplemental report to this document if the inserts are returned or more information comes available.

Event description:
It was reported that the patient allegedly developed blisters on both arches that are now wounds after 3 days of wearing the inserts.